Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that a leak was observed at the connection site of the tubing and 1ml syringe while benadryl was infusing. The infusion was stopped after 0.2ml of the dose was infused. The physician was notified and ordered a one time dose of benadryl and was administered using a new syringe and tubing. Although requested, additional information was not provided.

Manufacturer narrative:
Concomitant medical product: 1ml syringe.

Event description:
It was reported that a leak was observed at the connection site of the syringe tubing and primary tubing. Intravenous benadryl, contained in 1ml syringe, was infusing at the time of the event. The infusion was stopped after 0.2ml of the dose was infused. The physician was notified and ordered a one time dose of benadryl . The leaking syringe tubing was replaced and the medication was administered. Although requested, additional information was not provided.

Event description:
It was reported that a leak was observed at the connection site of the syringe tubing and primary tubing. Intravenous benadryl, contained in 1ml syringe, was infusing at the time of the event. The infusion was stopped after 0.2ml of the dose was infused. The physician was notified and ordered a one time dose of benadryl . The leaking syringe tubing was replaced and the medication was administered. Although requested, additional information was not provided.

Manufacturer narrative:
Correction-revised b5 and suspect from primary tubing to cad syr tube.